Event description:
Info received indicates the head end brake casters are not holding when in brake.

Manufacturer narrative:
The tech found the brake linkage was broken, which prevented the head end casters from engaging into brake. The tech installed a brake/steer upgrade to repair the stretcher.